Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the right ventricular lead integrity alert. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Beginning (B)(6) 2015, 1967 ventricular sensing integrity counts (sic); vt-ns episodes with evidence of lead noise oversensing. During the week ending on (B)(6) 2015, rv pacing impedance spiked to 1425 ohms up from a trend ranging 400-900 ohms. Impedances continue to be high and variable. Rv lead integrity warning occurred on (B)(6) 2014 for sensing integrity counter (sic) greater than or equal to 30 in 3 days and rv lead impedance variation in last 60 days. (B)(4).

Event description:
It was reported that lead integrity alert (lia) was triggered due to noise and sensing integrity counter (sic) on the right ventricular (rv) lead. It was noted there was sensing/detection problem on the device. The device and lead were explanted and replaced. No patient complications have been reported as a result of this event.